Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. After an unspecified length of time in use, it was noted that the tubing separated at "the proximal connection." An unspecified amount of blood loss was noted. The patient was transfused an unspecified amount of blood. Though requested, no additional info was provided including pt outcome.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.